Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for an unrelated reason. Upon device interrogation, the left ventricular lead exhibited loss of capture at high outputs. A chest x-ray revealed that the lead was dislodged. It was noted that capture was obtained and no lead repositioning was required.